Event description:
During biomed testing and routine preventative maintenance of the device, the unit would not allow the discharge of energy from the associated defibrillator. The complainant indicated that there was no pt involvement in the reported malfunction.